Manufacturer narrative:
It was noted this patient requires a parylene coated device. The device and lead remain in service pending resolution. This report will be updated when additional information is received. The field representative later reported that the physician consulting on this case determined the patient did not have a titanium allergy and therefore would not need a coated device. It was also noted that the pauses in pacing were not believed to be caused by the device. However, the exact cause was still not determined. The device and rv lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and associated right ventricular (rv) lead experienced pauses in pacing of 3.5-7.7 seconds when laying on their left side, and of 3.5 seconds when standing. The patient was symptomatic with these episodes, but no syncope occurred. A holter monitor revealed six instances of pauses that were greater than 5 seconds. The lead measurements were within normal limits. The reason for these pauses has not been determined. No adverse patient effects were reported.